Event description:
During the procedure the stabilizer got blocked making the stent difficult to deploy. The physician attempted to put the stent in a straight portion of the vessel but the system got jammed. The jammed stent deployed in an undesirable area. The physician then used a s7 medtronic stent to try to keep the other stent open but had to use a second medtronic stent. The procedure was a failure and the pt passed away.